Event description:
Tip of 2.5mm drill bit broke off while in use. The retained tip not retrieved. The pt will be free from unintentional retained foreign body. The tip of the 2.5 drill bit broke off during use. The tip was in the pt's bone. An x-ray was taken. The physician decided to leave the broken piece in the pt.